Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The insertion of new sensor was off label since it was inserted in a close proximity to the older sensor. This in turn created a linking issue for the user with the new sensor. Overall, the most likely root cause of this incident is due to the procedural error from the inserting physician. The newly inserted or the current sensor came out unfortunately while removing the old sensor due to their close proximity.

Event description:
Senseonics was made aware of an incident where newly inserted sensor came out along with the previous sensor due to the close proximity, while removing. This would require an addiitonal procedure to get inserted with another sensor.